Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the left implant was removed due to infection.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6. The reported event could be confirmed based on the identification of the infection organism. The infection began 3-4 weeks after surgery as a mixed staphylococcal infection originating from the external ear canal, causing drainage from the left ear and infected granulation tissue around the fossa implant, while the condylar component remained unaffected. A stryker medical expert confirmed that the infection resulted from bacteria entering through the surgical site and was not due to the device, and a new implant was designed and sent. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.